Event description:
It was reported that false values and curve for arterial pressure were delivered by dual hemo pod to the iacs monitoring system. The doctor had doubt about the measurement and replaced the dual hemo pod. Users see a risk of inappropriate medication.

Manufacturer narrative:
The concerned dual hemopod is the interface between pressure measuring line and the monitor. Photographs of the concerned pods orientation and opened casing were provided to draeger. Fluid was identified inside of the unit. It was determined that fluid ingress into the pod unit at the cable connection site can lead to the inaccurate reading. The fluid ingress occurred as a result of the pod being improperly oriented during clinical use. When the pod is properly oriented, it should hang vertically such that the sensor cables face downward. The observed failure mode was consistent with a previously characterized issue for the dual hemopod. A field safety notice concerning this matter was issued, which points to the correct handling and positioning of the dual-hemopod. Drager medical has informed the FDA, (B)(4).